Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system presented with an illumination failure, the timing of the event is unknown. There was no patient impact as they were able to increase the illumination. Additional information has been requested but none has been received.

Manufacturer narrative:
The system was examined and the reported event was replicated. The illuminator was replaced to resolve this issue. The system was tested and found to meet product specifications. The system was manufactured on september 14, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming illuminator. However, how and when the module became nonconforming cannot be determined. The manufacturer internal reference number is: (B)(4).